Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. Per the pt she was brought to the hospital due to symptoms of hyperglycemia. She was admitted with blood glucose of >600 mg/dl, diagnosed as in diabetic ketoacidosis, and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.